Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side "grade four capsular contracture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "grade four capsular contracture".

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on may 03, 2024, with lot number 2377066. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.